Event description:
The hcp reported the patient was experiencing increasing symptoms over time. "Checked volume of morphine remaining in the pump, morphine was not being delivered." The pump was replaced due to the pump failure. It will be returned to the manufacturer for analysis. The patient outcome was reported as resolved. A follow up report will be sent if additional information is received.